Manufacturer narrative:
Product ID: 97745 serial# unknown. Product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they have noticed a change in available programs and overall stimulation after falling a few weeks ago. She tried to change programs when an error message showed stating that the stimulator cannot deliver intensity requested. Patient is scheduled to have her stimulator interrogated on friday (B)(6) 2022. The clinic was also contacted to schedule an x-ray and see if the leads moved during the fall.